Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The complaint as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the doctor observed debris floating in the scepter xc balloon during device preparation. This was realized during injection of contrast solution through balloon inflation port. The device was not used and was discarded, a new scepter xc was selected. The device was not used in patient; no negative outcome caused by device.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned balloon catheter found the coils at the proximal end of the balloon to be unwound and the yellow polyimide ring dislodged within the balloon near the unwound coils, which is consistent with the alleged product issue. The polyimide ring is a component of the device and not a foreign object as described in the reported event. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the polyimide ring dislodging, but this condition is consistent with the device experiencing forces over specification due to over inflation.

Event description:
No additional information was received.